Event description:
It was reported that allegedly an ivc filter tilted to 45 degrees following a difficult deployment. The physician stated that the pin and pull method was used to deploy the filter, however, at the last moment he saw on fluoro that some of the legs did not release. He tried flushing, jabbing the pusher rod, etc., and finally they released. The filter's final resting place was in the inferior vena cava with a tilt of 45 degrees. The indication for the filter was trauma. Reportedly, the physician decided to leave the filter where it was and keep a close watch. At this time, the pt is asymptomatic with regards to the tilted filter.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device has been returned for evaluation and the investigation is currently underway.